Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right atrial (ra) lead dislodged. This was confirmed by a chest x-ray. The ra lead was revised successfully and remains in use. No patient complications have been reported as a result of this event.